Event description:
Related manufacturing ref: 3005334138-2018-00253, 3005334138-2018-00254, 3005334138-2018-00255. During device preparation, a thirty-minute delay occurred due to foreign material in the sheaths. One sheath was obtained and flushed per the IFU. When the obturator was inserted after flushing, yellow grainy material was noted at the tip of the obturator. Three additional sheaths were opened which had the same issue when flushing. After thirty minutes, one of the sheaths was flushed and cleaned until there was no trace of the yellow material. The procedure continued with no consequences to the patient.

Manufacturer narrative:
One swartz braided introducer sheath and dilator was received for evaluation. Visual inspection revealed a foreign material on the returned device. A yellow/red foreign material was noted on the three-way stopcock. No other visual anomalies were noted. The appearance of the foreign material is not consistent with any known materials used during the manufacturing process. In addition, the device was returned outside of abbott packaging. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the foreign material remains unknown.